Event description:
Patient was alone in the vault as the therapists were preparing to beam on. Therapists observed the patient roll off the couch via the cctv. They immediately re-entered the vault to render aid. The supervisor responded to the 'code blue' immediately thereafter. Patient rolled off the couch, fell to the floor and sustained serious injuries including fractured mandible and femur requiring emergency surgery and extended hospitalization. Patient was rushed to emergency medical care with a broken hip, bleeding from the face and in severe pain.

Manufacturer narrative:
It has been confirmed that this clinac, (B)(4), was shipped with safety straps. Varian staff confirmed that the safety velcro straps. Part number (B)(4), were shipped as part of the emergency pendant kit, part number (B)(4). The patient was not restrained in any way at the time of this event. A varian representative phoned the site contact and discussed the instructions for use that cover the responsibility of the operator to instruct the patient not to move until being told that it was safe to move, and that use of the varian-provided immobilization straps were the responsibility of the operator. The site representative understood this responsibility. No further follow-up to this report is expected. (B)(4).